Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the castor wheels were replaced. The replaced wheel was sent to the manufacturer for part analysis. A successful system checkout was performed which verified that the issue had been resolved. During part analysis there was a confirmed physical damage failure with the castor wheel.

Event description:
A medtronic representative reported that one of the castors had broken off on the system. No patient was present during the time of the reported incident.